Event description:
It was reported that the external pulse generator had lines running through its display and that there were metal clips missing from the back of the generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixels, side bail covers and bails and ring cover and ring were missing. It was also noted that the main printed circuit board (pcb) was out of specification, the battery drawer was broken, and the keyboard was contaminated. Further analysis was performed on the main pcb. However, this analysis was not able to confirm the improper operation found during repair of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.